Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer reported a blank display after inserting a new battery. Inserted a test p-cap into the retainer ring, and it locked in place properly. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool does not list any battery related alarms/alerts around the event date nor does it list any pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. Did not see any signs of previous moisture presence on any of the boards or the motor assembly inside the case. In summary, the customer¿s report of a blank display after inserting a new battery was not confirmed during testing; however, the battery compartment and the battery board underneath are corroded. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not powered on although battery was inserted. No harm was required during medical intervention. The insulin pump will be returned for analysis.